Event description:
A nurse reported that the vitrector knife (vitrectomy probe) did not cut during cataract surgery (with intra ocular lens implantation). The surgery was completed on the same day. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).